Manufacturer narrative:
The device was returned to olympus for eval. The eval was not able to confirm the user's report. However, the user facility returned a picture captured during the use of the subject device; the picture appeared smeared and with no visualization. This type of image issue is indicative of fluid on the video connector. There were minor dents noted on the outer tube and on the distal end of the video connector. The light guide fiber on the light guide cable was sunk, the video cable was buckled and the light transmission test failed, the image difficulty was attributed to a damaged light guide cable. The subject device was serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic laparoscopic cholecystectomy, the image was lost. The videoscope was withdrawn from the pt and the procedure was completed using a different but similar device. There was no pt injury reported.